Manufacturer narrative:
The pod was received fully deployed. A leak was found on the exposed portion of the soft cannula near the formed needle tip. The soft cannula was kinked at the site of the leak. Upon magnification, it could be seen that the formed needle was poking through the soft cannula. It could not be determined when this damage occurred, or if this affected insulin delivery while the pod was worn. An 0x50 alarm was sounded by the pod, indicating a clock function timed out before completion. Cracks were found on the housing. Corrosion could be seen under the cracks, primarily on the pcb and batteries. The bottom two batteries had less than the expected amount of voltage. No internal leak sources were found. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 4 g/l (400 mg/dl) with ketones present and nausea, while wearing the pod. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.